Event description:
Customer claims to have had an ear pierced with the inverness ear piercing system in a retail store on 9/20/97. She sought medical treatment for an infection at the ear piercing site on 9/28/97 and on 12/26/97. She was administered a course of antibiotics.